Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, discrepancy screen. A new one-time order for lorazepam 1 mg was sent to the adm for removal. The nurse removed a 1 mg tablet at 12:56. However, when the patient¿s ¿all medications¿ screen was reviewed, it showed that a 2 mg tablet was last removed at 12:56. A review of the transaction history confirmed that only a 1 mg tablet was removed, and no 2 mg tablet removal occurred there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, discrepancy screen. A new one-time order for lorazepam 1 mg was sent to the adm for removal. The nurse removed a 1 mg tablet at 12:56. However, when the patient¿s ¿all medications¿ screen was reviewed, it showed that a 2 mg tablet was last removed at 12:56. A review of the transaction history confirmed that only a 1 mg tablet was removed, and no 2 mg tablet removal occurredthere were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system experienced a discrepancy between the lorazepam dose removed. A technical support specialist (tss) shared the findings with the customer, who acknowledged and agreed with the assessment and supported closing the case. The customer expressed concern that the embedded, non-configurable design of the last removed feature may not align with their workflow and could potentially introduce or compound patient treatment confusion. The tss acknowledged this concern and advised that the feedback could be submitted to the software development team for consideration in future releases, such as introducing an optional configuration or toggle for the equivalence behavior of the last removed field. The customer accepted this explanation and granted approval to close the case. The system functioned as intended after the technical support specialist investigated the issue.